Event description:
A 1 1/2 x 1/2 cm dark red area was noted on abdomen. The pt was on triple phototherapy with blanket, overhead and spotlight. The spotlight was discontinued. Cool compresses were ordered and applied, and periodically reapplied to the excoriated area on the abdomen until discharge. The light was sent to biomedical engineering.